Event description:
It was reported that during an acf at levels c5-c6 the cslp screwdriver tip broke off into the wound. The tip was retrieved immediately. The surgeon used another driver to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The product evaluation visual inspection revealed that the screwdriver for cslp expansion head screws, has two of the distal flanges broken off and missing from the instrument, as described in the complaint. The remaining two flanges have yielded in the clockwise direction about the shaft. It cannot be determined what the actual cause of the incident was. To exert the amount of torque on the driver without stripping bone, its possible the screw was engaged in severely sclerotic bone or contacted existing hardware. This complaint will be considered indeterminate from a design standpoint. Due to the damage the for this breakage relevant dimensions can not be checked anymore. Deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for complaint (B)(4).